Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead oversensed noisy intracardiac signals, which lead to delivery of an inappropriate shock and pacing inhibition of 2.5 seconds. The patient was not symptomatic and reportedly felt well through this clinical observation. Approximately one week later, during a revision procedure, a new pace/sense rv lead was implanted. The chronic rv pace/sense segment was deactivated during the procedure.

Manufacturer narrative:
A new pace/sense lead was successfully implanted. This deactivated portion of the chronic pace/sense lead will not be returned. Therefore, boston scientific crm cannot confirm the clinical observation. Should additional information become available to our company, the report will be updated as necessary.